Event description:
A malfunction alarm was reported during insulin pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support assisted the caller in loading a new cartridge following the proper technique, after which the customer successfully resumed insulin therapy. No additional issues with similar alarms were previously reported for this pump.